Event description:
It was reported that an ilet user experienced repeated dexcom g7 connectivity and pairing failures with the pump, including episodes where the sensor entered warmup, briefly displayed glucose values, and then lost connection without error prompts to the user. Subsequent pairing attempts failed until a replace sensor alert occurred. There was no reported effect on blood glucose. Outcomes included interruption of automated insulin dosing and the need to replace the cgm sensor. Investigation included review of device engineering logs and guided troubleshooting. Investigation of this case revealed multiple bluetooth communication alarms, pairing failures, cgm grace period expirations, and subsequent signal loss events, with no evidence that meal announcements affected bluetooth or that the pump¿s bluetooth function was impaired. It was concluded that the event was consistent with cgm sensor pairing failure and communication issues rather than a pump malfunction.